Event description:
It was reported that during procedure the doctor was not able to achieve vacuum in irrigation/aspiration mode on one eye. Doctor brought out two other units and stated that all three units exhibited the same inability. Doctor reported that he was able to work around the problem and the patient was not adversely affected.

Manufacturer narrative:
Field specialist went onsite and offered to check all irrigation/aspiration (ia) hand pieces but they were not available. Fs analyzed and inspected all three units and checked the vacuum with a pressure meter. Fs was not able to witness the loss of vacuum during ia. Fs completed service checklist and system meets abbott medical optics specifications.